Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the shock button would not work on the heartstart mrx when the device was connected to a pt. It is unk if there were any pt impact.